Event description:
Event became reportable based on the returned product analysis approved in 2007. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The severely calcified 90% stenotic lesion was located at the bifurcation of the very tortuous left circumflex (lcx) artery. The lesion was pre-dilated with an unspecified 2.0 x 15mm balloon. The 2.75 x 24mm taxus liberte drug eluting stent was introduced and reported to be unable to cross the lesion. The procedure was completed with a different device. No patient injury or complications were reported. The patient's condition was reported as "good". Returned product analysis revealed stent damage.

Manufacturer narrative:
Returned product analysis noted that the condition of the returned device was consistent with the complaint incident. Visual and microscopic examination revealed proximal stent damage, some of the stent struts were severely misaligned. Taking into consideration the type of damage analyzed and the results of the investigation completed, handling damage is determined be the most probable root cause. Review of the batch records found that the device met its material, assembly and product specifications.